Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the drive support cap was normal. Customer was treated with insulin shot. Customer stated that the there was no leak and air bubble. Customer was alleging insulin pump for under delivering because the insulin pump was not giving insulin that customer required. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.